Event description:
It was reported that the pacemaker exhibited noise oversensing on atrial channel that triggered inappropriate mode switch. No programming changes were made and the patient continued to be monitored. The patient was stable throughout.